Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation (although incomplete) and matches the alleged failure mode. Device inspection revealed the following: the received impactor head was found to be severely deformed around the distal end. The metallic handle was not received along with the head. The deformation around the distal end indicates towards application of abnormal amount of forces. Also, the outer surface shows unusual marks and scratches indicating towards long and prolonged usage. The product received was incomplete. Of the whole assembly, only the head was received, and the metal handle was not returned. Since the product identification is available only on the metal handle, the lot number could not be identified. Therefore, a product history review could not be performed. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. There are signs of heavy abnormal impactions evident quite clearly on the head portion of the device. Also, as the device is intentionally used for impaction, it is for sure that a weakened structured integrity due to long usage and reprocessing cycles would have contributed to the failure. The op-tech states: ¿note: use gentle hammering only otherwise the impactor may be destroyed.¿ if any further information is provided, the complaint report will be updated.

Event description:
As reported: "the screw-on attachment (704001-1) of the plate hammer is broken".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the screw-on attachment (704001-1) of the plate hammer is broken".